Event description:
It was reported that during a colon procedure, the tissue pad came off the device. No pt consequence.

Manufacturer narrative:
Date sent: 9/25/2007. Info not available, device not returned for analysis d4: serial number=na.